Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump. Subsequently, a cartridge change error occurred. Customer's blood glucose level was 79 mg/dl. The customer loaded a new cartridge to address the event.